Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported) resulting in fixture loss.

Manufacturer narrative:
(B)(4). The device is currently unavailable.

Manufacturer narrative:
(B)(6). Correction: the patient did not experience a loss of osseointegration as previously reported, the implanted device remains. This report is filed october 6, 2014. The implanted device remains.